Manufacturer narrative:
Note: this is a voluntary report of a non-reportable event. No death or serious injury has occurred. The issue does not require remedial action to prevent an unreasonable risk of substantial harm to public health. The reported event has no adverse impact on patient treatment and it is not likely to cause or contribute to death or serious injury. The ventilator and the click-on battery were returned to the manufacturer. Analysis of ventilator log files showed that the click-on battery was not used between (B)(6) and (B)(6) 2021. The battery locking pin was damaged and caused the battery not to latch properly to the ventilator. The battery locking pin was replaced. The ventilator firmware was updated. The device was re-tested and passed.

Event description:
The healthcare provider reported the following narrative: a click-on battery, which was mounted on a vivo 65 hanging in a stand, fell off. The patient was playing nearby. It was close that the battery could have fallen on the patient and caused injury. The edge of the stand hits the battery lock/button. When the lock is turned, the battery comes loose and falls off. The prescriber belives that there is a fault on the stand causing the battery to come loose. It had happened earlier. There was no patient health impact.